Event description:
It was reported that there was an issue with the product 26296hm take-apart bipolar ring handle. According to the information received during a tubal ligation the instrument handle of the take-apart set malfunctioned causing the complete severing of the patient's fallopian tube, unknown side. Case was completed but not until after an unplanned salpingectomy was performed. Patient post operative condition is unknown.

Manufacturer narrative:
The manufactures internal number is (B)(4). Investigation is on-going. Product was found to have gouges and scratches on top of handle connection. Related MDR filings for this event are (B)(4) from internal numbers (B)(4). The IFU states for the double lumen bipolar take apart consits of a handle, inner sheath, outer sheath and a working insert. IFU 97000168 IFU v3.0 11/2017 " warns to make sure that all electical contacts on the instrument are thoroughly dried prior to being connected to the generator and to use the lowest possible current setting at which adequate cutting and coagulation can be achieved."

Manufacturer narrative:
Per manufacture: the 26296hm handpiece is damaged by a deep notch on the barrel. This damage was caused by blunt impact, such as dropping or a collision with another solid object. Internal karl storz complaint number (B)(4).